Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and gallstones. The customer was vomiting causing the high blood glucose levels. The customer did not provide the blood glucose value and did not provide the date of the hospitalization. The customer was assisted with increasing the maximum basal and then set the temporary basal delivery. The customer was advised to call back when they are able to troubleshoot the bent cannula issue that the customer reported.